Manufacturer narrative:
Evaluation: method - injector lot number search, cartridge lot number search. Results - an injector lot number search was performed and five similar complaints found. A cartridge lot number search was performed and five similar complaints found. Conclusion - based on the complaint history and lot number searches, a likely root cause of the event has been determined to be due to the injector.

Event description:
The reporter stated the surgeon inserted on eyeonics lens and the lens tore. The lens was removed with no pt injury. Another same type lens was implanted. The reporter stated the likely cause of the iol damage was due to the msi-pf injector.